Event description:
The patient was admitted to the hosp for removal and replacement of bilateral breast implants secondary to deflation of the right breast implant. The MFR of the breast implants is unknown. The pt authorized the hosp to dispose of her surgically removed breast implants.